Event description:
In 2009, the pt reported that for the past 2-3 months, she has had elevated blood glucose readings in the 300 mg/dl range with her target reading being 100 mg/dl. Symptoms are nausea, lethargy and feeling cranky. She said she treat her readings by bolusing insulin, via her infusion device, but she stated "I feel like nothing's happened at all." She uses the quick bolus feature and does not confirm the bolus amount on the screen and, she has not reviewed the bolus history for accuracy. She stated her most recent elevated readings occurred last night and ranged from 270 mg/dl to 354 mg/dl. She said she switched to her backup infusion device. The pt stated she would call back, as she was at work and could not continue further troubleshooting. On f/u with the pt at about 2 days later, her blood glucose has returned to her normal range since switching to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.